Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm while taking correction bolus. Customer¿s blood glucose level was 252 mg/dl. . Customer reported that the drive support cap was flushed. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The pump passed displacement test. However, the pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. We were unable to perform the occlusion, prime or excessive no delivery tests. The motor was tested outside the device and it passed.